Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. An error code was recorded in the diagnostic log which is associated with the reported issue. The fse replaced the power switch overlay. No other abnormalities were found. The device was not in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause could not be determined.

Event description:
During servicing, it was reported that the power on/off light emitting diode (led) was not illuminated. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 16oct2019. The power switch overlay was received for failure investigation. Visual inspection of the power switch overlay revealed no evidence of damage or contamination. The failure investigation (fi) technician installed a power switch overlay assembly into a fi test unit and could not confirm the failure. The power switch overlay was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.